Manufacturer narrative:
The customer reported that the system had footswitch problems. The reported event occurred before a procedure and had no impact on the surgery. The customer ordered a new footswitch and cable. The system was manufactured on september 16, 2011. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did indicate (B)(4) related report(s) for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing footswitch issues. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).